Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device's estimated longevity remaining changed more rapidly than expected and the right ventricular (rv) lead exhibited loss of capture. Boston scientific technical services (ts) was contacted for assistance and discussed sending data for analysis and advised the device needed to be replaced. This device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture.

Event description:
This device was explanted and the patient was not pacemaker-dependent and there were no adverse patient effects.